Event description:
A family member reported that the patient experienced a blood glucose of about 60, which was treated by the patient's school. The family member reported that she did not know she was supposed to skip the fill cannula step when repriming. The family member stated that the pump had lost prime seven times on the day of the incident and the patient did the fill cannula step with each loss of prime warning, causing inadvertent infusion of insulin. The family member felt that this was the reason for the low blood glucose. This report is made based on the allegation that the patient experienced hypoglycemia after inadvertently infusing insulin.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box history revealed that loss of prime warnings associated with low non-zero force were observed indicating that the pump was alarming appropriately. Low and replace cartridge alarms were observed in the history. The pump was exercised for 24 hours without any loss of prime warnings being duplicated. A review of the pump device history record showed that the pump was performing according to specifications at the time of release. The pump was returned to animas for evaluation.